Event description:
In 2008, the customer called stating that a critical pt's sats were not monitored correctly. The customer stated that the pt was on a balloon pump to sustain, record and monitor vitals. They stated the device, front end (fe), displayed 98-100% most of the case, then no data; however, when hooked up on balloon pump, the pt's actual sats were in the 50s. According to the customer, during the case, the spo2 reading was 100%; however, the pt's condition began deteriorating. Abg showed blood gas of 60, but spo2 continued to read as 100%. Pt was intubated. Our field service engineer (fse) went onsite and tested the system with the nellcor src-max simulator and all simulator settings. The fse noted that readings were accurate; he was not able to reproduce the problem, replaced the spo2 module as a preventive measure, re-tested the system, and system passed all tests performed. Four days later, another fse verified spo2 accuracy at 75% and 90% saturation; readings were accurate. The customer reported that the case in which the spo2 reading was inaccurate, they were using a nellcor "max-a" disposable spo2 probe instead of the reusable probe that was supplied by ipc with the system.

Manufacturer narrative:
Evaluation summary: field service engineer (fse) was dispatched to customer site. Review of labeling was performed. Xper information management product manual and accessories, states "use only tyco/nellcor approved oximax ds-100a sensors and cables with this system." The same, indicates "to ensure pt safety, use and/or connect only parts and accessories specified by philips medical systems as part of the xper information management system and supplied by or recommended by philips medical systems." Investigation of the incident device was also performed using the reusable spo2 probe normally provided with our device. The device functioned as intended. We were unable to duplicate the described failure. Conclusion: user error: customer was found to be using an unapproved o2 sensor probe with our system despite statements in the xper information management product manual. Informed user that only the parts sent with the system should be used to ensure accurate spo2 readings.